Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after damage. Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. It was reported that the device was used in the patient after a leak was noted during prep. It should be noted coronary dilatation catheter mini trek rx global instructions for use states: prior to use, examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 2.0x15mm mini trek balloon dilatation catheter (bdc) was being prepared; however, a negative could not be pulled because air was noted. The bdc was advanced to the lesion, but the balloon failed to inflate. The procedure was successfully completed with a new 2.0x15mm mini trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.